Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing and noise was observed on the rv lead. Upon interrogation lead was found to be dislodged via x-ray for unknown reason. Lead was capped and a new rv lead was implanted. Patient was stable.